Event description:
Doctor reported event of erosion from journal article: "endoscopic removal of eroded adjustable gastric band: lessons learned after 5 years and 78 cases", surgery for obesity and related diseases 6 (2010) 423-428. This medwatch represents the 17 patients implanted with the lap-band (r) device who were diagnosed with "intragastric erosion."

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the date span of the study provided by the reporter the connector type is assumed to be a taper ii. Erosion is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of erosion as follows: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage in the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required."